Event description:
Additional information from the health care provider (hcp) of the clinical study reported there was not definite diagnosis of infection since it resolved with topical antibiotic cream. No diagnostics were done except examination of the area. The event was considered resolved without sequelae.

Event description:
It was reported the patient had a possible infection. The patient had redness to the medial aspect of the right abdominal incision over the stimulator. The patient was given a topical antibiotic to apply to the incision site. The event was ongoing. Patient is implanted with multiple devices, refer to manufacturer report # 3004209178-2015-12433.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. A clinical diagnosis of possible infection of the incision over the ins was reported. The device diagnosis was not applicable.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the diagnostic methods included examination which showed redness to the abdominal incision over the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3487a-45, lot# v388256, implanted: (B)(6) 2010, product type: lead; product ID 37702, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3487a-45, lot# v210171, implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3487a-56, lot# v438302, implanted: (B)(6) 2010, product type: lead; product ID 3487a-45, lot# v409768, implanted: (B)(6) 2010, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension, product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3487a-56, lot# j0519366v, implanted: (B)(6) 2006, product type: lead; product ID 3487a-56, lot# v003948, implanted: (B)(6) 2006, product type: lead; product ID 377775, lot# v003642, implanted: (B)(6) 2006, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).